Manufacturer narrative:
(B)(4)

Event description:
It was reported that a left knee revision surgery was performed due to a polyethylene locking mechanism failure. The poly was exchanged during the revision.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.